Manufacturer narrative:
Conclusion: although a temporal association exists between fresenius products and the patient experiencing cloudy/fibrin in the pd effluent with fever/abdominal pain and subsequently diagnosed with peritonitis; there is no documentation that shows a causal relationship between fresenius products and the event of peritonitis. Additionally, the pd nurse was unable to confirm the source of the peritonitis event and there are no reported allegations against any fresenius products. Therefore, actual causality cannot be fully determined with the information received.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 it was reported by the patient¿s daughter this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy encountered a drain complication during her ccpd treatment with concomitant peritonitis and the presence of ¿milky fibrin¿ in the peritoneal dialysis (pd) effluent. At the time of the service call, the patient¿s daughter reported the patient was completing treatments on the liberty cycler with the use of ¿medication¿ (unknown) without issues. The patient was advised to stop use of the cycler for pd treatment until the fibrin resolved. Follow-up with the pd patient¿s registered nurse (rn) that on (B)(6) 2017 the patient was experiencing cloudy pd effluent with fever/abdominal pain and subsequently diagnosed with peritonitis which did not require hospitalization. The pd nurse stated the patient was seen in the clinic on (B)(6) 2017 and a pd effluent culture was performed; results revealed no organism growth and a high white blood cell (wbc) of 5760. The pd nurse further stated the etiology of the peritonitis was undetermined as the patient reportedly practices aseptic technique and had not encountered any fluid leaks during ccpd treatments prior to developing peritonitis. Reportedly, the patient was treated with the antibiotic vancomycin and heparin. Moreover, the pd nurse stated as of (B)(6) 2017 the patient¿s signs/symptoms of peritonitis were resolved.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's daughter reported the patient had fibrin observed during treatment and had been previous diagnose with peritonitis, and had used the cycler successfully with the use of medication. The fibrin reportedly was "lighter and lighter where now it [was] just milky." Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had reported cloudy effluent, abdominal pain and a fever on (B)(6) 2017 and was requested to come into the clinic for fluid culture, and was diagnosed with an episode of peritonitis on (B)(6) 2017. Per pd rn the fluid culture results showed no growth but exhibited a high white cell count of 5760/mcl. Per pd rn the patient did practice aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the infection. Per pd rn no fluid leaks were reported during treatments or prior to infection. The pd rn stated the patient was not hospitalized for the episode of peritonitis and was currently being treated in-home with an unknown dose, route, and frequency of vancomycin. Per pd rn as of (B)(6) 2017 the patient¿s signs and symptoms of peritonitis resolved, and the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler. The samples were discarded and are not available for evaluation. The lot number was unknown.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's daughter reported the patient had fibrin observed during treatment and had been previous diagnose with peritonitis, and had used the cycler successfully with the use of medication. The fibrin reportedly was "lighter and lighter where now it [was] just milky." Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had reported cloudy effluent, abdominal pain and a fever on (B)(6) 2017 and was requested to come into the clinic for fluid culture, and was diagnosed with an episode of peritonitis on (B)(6) 2017. Per pd rn the fluid culture results showed no growth but exhibited a high white cell count of 5760/mcl. Per pd rn the patient did practice aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the infection. Per pd rn no fluid leaks were reported during treatments or prior to infection. The pd rn stated the patient was not hospitalized for the episode of peritonitis and was currently being treated in-home with an unknown dose, route, and frequency of vancomycin. Per pd rn as of (B)(6) 2017 the patient¿s signs and symptoms of peritonitis resolved, and the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler. The samples were discarded and are not available for evaluation.